Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance with a complete supply change for an ilet system and had not been wearing an infusion set for approximately 24 hours, resulting in no insulin delivery; the user uses an inset 23" 6 mm infusion set with dexcom g7 sensors and successfully changed supplies following troubleshooting and education. Symptoms included hyperglycemia with a reported blood glucose of 207 mg/dl. Outcomes included no alerts or alarms, no hospitalization, and resumption of insulin delivery after supply replacement. Investigation included troubleshooting and user education regarding infusion set replacement and continuation of ilet therapy without reverting to alternative therapy. Investigation of this case revealed use without an infusion set leading to interrupted insulin delivery, consistent with user setup and use issues rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set management.